Event description:
Erosion was reported. Per the reporter the patient's pump was protruding through the skin like a 'hockey puck'. It was also reported that the pump was broken in 3 places. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).